Manufacturer narrative:
Product complaint # (B)(4). Initial medwatch indicated the report was related only to a product problem, which is incorrect. The initial report should have also included adverse event and required intervention, as it was a serious injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached image confirmed the reported allegation. A root cause could not be determined from the attached photograph. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's depuy prodigy hip stem broke in half inside my femur. There was no accident, it just broke. It was a bone shattering surgical procedure to remove this broken implant. My life has been forever changed. Doi: unknown; dor: none reported (unk hip).